Event description:
Patient was scheduled for robotic assisted total abdominal hysterectomy. Surgical tech stated that surgeon was repositioning the v-care, but she was not able to deflate the balloon. Surgeon was eventually able to pull the v-care out. New v-care was opened to the field and used. Procedure was completed without any complications. No harm to patient. Patient was then transferred to pacu in stable condition.